Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsulectomy.

Event description:
Healthcare provider reported left side rupture found during surgery. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, opening on radius. A visual and microscopic analysis was performed which identified: crease sharp opening on radius, stress marks, crease fold and wear abrasion. Base on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare provider reported left side rupture found during surgery. The device has been explanted.